Event description:
It was reported that customer inspected a new device upon receival and it would not turn on. There was no battery indicator on the upper right device status display box. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the battery and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced battery and found it had a low battery capacity. The root cause of the malfunction was a depleted battery.